Event description:
It was reported to gore that the patient was implanted with 6mm gore® acuseal vascular graft to treat avg occlusion on (B)(6) 2023. The hemodialysis access was utilized to perform dialysis puncture three times per week after surgery. It was found graft delamination and graft stenosis at anastomosis on (B)(6) 2024. Balloon dilation was performed, and a stent graft was implanted. The patient tolerated the procedure and was in good condition.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. A2-a5: patient info is not available. H3: device remain implanted in patient. C19 - a review of the manufacturing records indicated the lots met all pre-release specifications. D15 - the case description could not be confirmed, as no identity, images or device were provided. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.